Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the sensor was recalibrated by 15.5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.